Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, before going to bed, the cgm reading was 74 mg/dl, and the patient took glucose tablet. No fingerstick was reported from that moment. The patient was then found unconscious the next morning. When a fingerstick was taken by an unknown person the blood glucose reading was 30 mg/dl. No cgm reading was reported, but the patient would have alleged inaccurate cgm readings. The patient would have been at the hospital, but the call got disconnected and no further information was obtained. No specific treatment was reported, and it was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented, and attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.